Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, despite attempts that included toggling the wireless connection, restarting the device, and re-entering the sensor pairing code; the user did not use the dexcom mobile app. Symptoms included no adverse events and no impact to blood glucose. Outcomes included device use interrupted and instruction to replace the sensor if pairing did not initiate after the wait period. Investigation included guided troubleshooting and education provided by support. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 sensor, with no confirmed ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was sensor-to-pump communication failure attributable to the cgm pairing process.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.